Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: the keypad was found to be intact; no damage was observed. During investigation, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found under the button contacts. The pump was opened and no evidence of moisture damage was found. The keypad latch was found to be fully closed; no damage to the keypad flex was observed. The complaint of a keypad response issue was not duplicated during investigation.